Event description:
It was reported that a female patient who underwent a breast augmentation procedure with unspecified mentor breast prostheses developed capsular contracture (baker grade unknown) in both of her breasts post implantation. As a result, the patient underwent bilateral explantation and replacement with mentor memorygel breast implant 700cc gel breast prostheses in 2016. This medwatch report is for the 2nd of two breast prostheses. This medwatch report has been defaulted to gel breast implant due to unknown type, and the common device name and procode are being reported for submission purposes only. If additional information is received, a supplemental report will be submitted as applicable.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).